Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. According to the equipment's operating history data, no there was any deviation in volume and / or flow, the equipment worked as expected, the complaint was therefore classified as not confirmed.

Manufacturer narrative:
(B)(4). The affected device has been requested to send it for investigation to (B)(4) complaint processing. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "overinfusion". According to customer: "ht"event date: (B)(6) 2021 to (B)(6) 2021. Htfirst installation at 16h and, htteam had to change solution at 19:50, which ended at 6:30 htmorning. Htreport time: 4 pm to 6:30 am, htnumber of series: (B)(4), htpatrimony: utid-0311t, htprescribed medication: fentanyl 50ml pure. Htrequested infusion rate: 2ml / h at 4pm and 0.5ml / h at ht19:50, htoccurrence: solution ended before the stipulated deadline for htinfusion. It would have to last 25h on the first schedule."